Manufacturer narrative:
Follow-up #1; date of submission: 9/2/2016 . The device has been returned and evaluated by product analysis on 08/11/2016 with the following findings. Several por events observed in black box. Battery cap is able to fit to maintain electrical connection. Pump powers on correctly no power interruption was duplicated during investigation. Tightened battery cap fully then loosened one half turn, power to pump was not interrupted. Opened pump, no moisture damage found on power pcb. Cracked battery compartment below grip pad to case seal.

Manufacturer narrative:
The pump has been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.